Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration subsequent to a chronic infection at the site of the implant which began one year post-implantation.. The patient was treated with antibiotics (type not reported) however, this did not alleviate the problem. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.